Manufacturer narrative:
Block h6: device code 1069 has been selected to represent the reportable event of stent fracture. Block h10: one contour ureteral stent was returned with the bladder pigtail detached. The suture string and the protective tube were not returned for analysis. There is no control in how devices are handled in the field. Additionally, the stent returned without the suture string and the protective tube, it is evidence of the stent was manipulated. Therefore, the failure found (bladder pigtail detached) is an issue that could have been generated by the user or due to the interacting of the device with the suture string. The most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the preparation and the device had no influence on event a DHR (device history record) review was performed and the device met all the manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure the stent was fractured. The procedure was completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure the stent was fractured. The procedure was completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.